Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set the needle is snapping off the wingset. The following information was provided by the initial reporter: customer reports that the needle is snapping off the wingset.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set the needle is snapping off the wingset. The following information was provided by the initial reporter: customer reports that the needle is snapping off the wingset.

Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for non-patient needle broke off was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and another 8 retention samples by functional testing, each being attached to a bd holder, and the issue of non-patient needle broke off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode non-patient needle broke off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."